Manufacturer narrative:
(B)(4). Batch # n90m68. The analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 17 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap lar, a scissoring occurred at the 1st firing. The device was used on the rectum. Then, the two clips were ejected at the same time at the 2nd firing. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.